Event description:
Additional information was received from the treating neurologist. Clinic notes dated (B)(6) 2013 indicated that the patient presented for a routine follow-up appointment and high impedance (>10,000ohms) was observed. Due to the high lead impedance, the patient¿s device was turned off. A chest x-rays did not reveal any visible lead break per the lab test write-up. Therefore, the neurologist indicated that surgical intervention of the generator and lead may need to be taken to replace the devices. After discussion with the neurosurgeon, replacement was planned. The patient was also noted to have an exacerbation in seizure frequency which the physician, and it was unclear if it was due to recent intercurrent illness, potential generator issue or change in electrographic findings. The patient returned to the clinic on (B)(6) 2013 to test the device again which again showed high lead impedance upon repeated system diagnostic tests. Therefore, the device was left turned off. Attempts for additional information are in progress but have been unsuccessful to date.

Event description:
Attempts for additional information but have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.

Event description:
It was initially reported on (B)(6) 2013 that the patient was scheduled for vns revision on (B)(6) 2013 due to an unknown reason. The manufacturer¿s representative attended the generator and lead replacement surgery on (B)(6) 2013 and reported that the patient¿s generator was replaced prophylactic and lead was replaced due to observed high impedance. The explanted generator and lead were received by the manufacturer on (B)(6) 2013. Attempts for additional information from the referring physician have been unsuccessful to date. No patient adverse events were reported. Product analysis of the generator and lead were completed. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. The reported high impedance was not confirmed with the returned lead portion. However, the presence of one setscrew indentation mark identified at the end tip of the connector pin suggests that the lead connector was not inserted completely at one point in time, and may confirm this to be a contributing factor for the reported high impedance allegation. The exact point in time of when this occurred is unknown. However, it is known from available programming/diagnostic history in the manufacturer¿s programming history database that high impedance was observed on two diagnostic tests on date of implant but intraoperative troubleshooting was likely performed to re-insert the lead pin, as two subsequent diagnostic tests on date of implant were within normal limits. There were no other diagnostics available in the database after implant. Based on the location of three sets of setscrew marks present on the connector pin and scratches from the canted spring observed on the connector ring, it is believed that proper contact between the pulse generator ¿+¿ and ¿¿¿ terminals and the lead connector respective contact points (connector ring and connector pin) existed at least once. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified within the returned lead portions. The internal memory of the generator shows that there was a 465.0% change in impedance on (B)(6) 2013 in which the impedance value increased from 2301 ohms to 13,000 ohms.

Manufacturer narrative:
Review of manufacturing history records performed. Review of the lead manufacturing history records confirmed all quality tests were passed prior to distribution. Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.